Event description:
It was reported that the patient had expired at home while sleeping. The physician complained that the device did not function appropriately when the device used anti tachy pacing to terminate an episode of ventricular tachycardia. The physician feels defibrillation was needed. No indications of a malfunction were noted prior to this episode.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.